Event description:
Health professional reported hernia. A lap-band ap system surgical revision to re-position lap-band ap system (with preservation of same band) took place to treat event. Health professional reported "gastric prolapse/band slippage". A lap-band ap system surgical revision to re-position lap-band ap system (with preservation of same band) took place to treat event.

Manufacturer narrative:
Taper ii. The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, hernia, and pouch dilation and are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the reported event of hernia as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% or subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."